Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via manufacturer representative regarding a patient who was receiving an unknown drug via intrathecal drug delivery pump. The indication for use of the pump was non-malignant pain. It was reported that the patient missed the refill and the low reservoir alarm was occurring. The reservoir volume was 0.6ml, and the low reservoir alarm was expected. The reporter was concerned about how the physician and patient could not hear the audible alarm. It was not known why the patient couldn't hear the alarm; however, when it was tested in the office, the patient was able to hear the alarms. It was also noted that the alarms weren't silent. The patient did not have any symptoms at the time of the alarm. It was indicated that the pump was filled on the day of report [(B)(6) 2016].

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.